Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer stated that screen has lines going up and down and a cross. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had missing segments/partial display due to cracked lcd controller. Unable to perform the self test and displacement test due to partial display/missing segments.